Event description:
It was reported that during a scheduled implant procedure, this right ventricular (rv) lead exhibited high out of range pace impedance measurements. It was noted that when the pacing system analyzer (psa) was used, measurements ranged around 1000 ohms. The physician opted to continue to monitor this patient. No adverse patient effects were reported. This device system remains in service.